Event description:
FDA medwatch(mw) report mw (B)(4) reported that in october 2024 the multi-access catheter used for surfactant administration could not be passed down the ett (endotracheal tube) further then 14cm. [The] catheter seemed to be stuck at this point. [A] new catheter was placed and passed without a complication. There was no reported injury.

Manufacturer narrative:
The actual complaint product was not available to be returned for evaluation. A review of the device history record is in progress. All information reasonably known as of 30 dec 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.